Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the console blacked out and stopped running after some time of treatment. The equipment department was urgently contacted for maintenance; however, the holmium laser treatment machine could not return to normal operation, and the surgery was terminated. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that the console blacked out and stopped running after some time of treatment. The equipment department was urgently contacted for maintenance; however, the holmium laser treatment machine could not return to normal operation, and the surgery was terminated. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.